Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked ¿during connection to the patient¿. Further described as ¿leak at level of implantable chamber¿. The set was filled with 96ml of 5-fu (fluorouracil, non-baxter) and 4 ml of glucose 5% (non-baxter) to a total fill volume of 100ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 23, 2019 - august 26, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.